Event description:
It was reported that stimulation was turning off. The patient was to have her device checked when she saw the healthcare professional but they had to reschedule appt due to scheduling conflict with hcp office and manufacturer's representative. The patient had not had her implant battery checked in a long time. During the patient's last hcp visit her physician had her try another treatment option for her urinary symptoms. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the device stopped working and the patient was not responding to treatment. It was unknown whether the lead or extension was at issue. On (B)(6) 2012, there was a surgical revision of the device and lead, including replacement of the device. The patient did not require hospitalization. Subsequent information received reported that the device quit working and it was discovered that the device was dead.

Manufacturer narrative:
Product ID 3889-28, lot# v010691, serial#, implanted: 2006 (B)(6), explanted: product typ lead, product ID 3095-10, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ extension, product ID 3031a, lot#, serial# unknown, implanted: 2006 (B)(6), explanted: product typ programmer, patient. (B)(4).

Manufacturer narrative:
Implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the first ins went dead and the patient had to wear depends. It was noted they only had the battery for 4-6 years but was told by the hcp that it would last 10 years. It was reviewed with the patient that battery life depended on usage and settings. It was reported the patient was then misinformed by the hcp. It was noted in late (B)(6) 2012, the patient¿s symptoms returned and they had to go back to the hcp and the hcp did not even know the battery was dead.